Event description:
It was reported that the bd alaris¿ lvp 20d 3ss cv bv experienced air in line. The following information was provided by the initial reporter: increase in pulling air into the line.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown device manufacture date: unknown initial reporter phone #: unknown address information was not able to be obtained, therefore, (B)(6) was used as a place holder. The initial reporter also notified the FDA on 12-apr-2022. Medwatch report # mw5109000.

Event description:
It was reported that the bd alaris¿ lvp 20d 3ss cv bv experienced air in line. The following information was provided by the initial reporter: increase in pulling air into the line.

Manufacturer narrative:
H6: investigation summary : no product or photo was returned by the customer. It was reported that they have been seeing an increase in pulling air into the line. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 11522558 because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.